Event description:
It was reported that the patient experienced overdose symptoms on (B)(6) 2013 following implant operation on (B)(6) 2013. The patient was hospitalized for the event. The patient¿s dose was reduced from 0.3mg/day to 0.15mg/day per doctor¿s orders. There were no alleged product issues. Patient status at the time of the report was alive with no injury. The device system delivered hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).